Manufacturer narrative:
Four opened and used sensors were inspected and one of four of the sensors were found with the cannula bent and retracted inside of the sensor base. It could not be confirmed that the customer received the sensor in this condition due to it being returned used and opened. The three remaining sensors passed per specification and no broken parts were noted. No needle anomalies could be confirmed.

Event description:
It was reported that the customer's sensor failed and that there was blood at the site of insertion. His blood glucose was 7.0mmol/l at the time of reporting. The sensor is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.